Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during dwell 3. The baxter technical service representative (tsr) explained the air alarm. The home patient (hp) had left a clamp open on an unused line. The tsr explained the proper procedures. The tsr told the hp he needed to contact his registered nurse (rn) about the air alarm. While the tsr tried to get the hp to close all the clamps, the patient never came back to the phone after five minutes and numerous attempts to talk to him. The call closed. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. All bags were not properly connected. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The problem was confirmed, based on the customer report. The root cause was use error - open clamp. This issue is being investigated through CAPA. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.